Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 not detected on bus. The field service engineer (fse) opened the back panel, found that the pyxibus cable unplugged. Then powered down the station, reseated the pyxibus cable, and powered the station back on. The issue was resolved after reboot. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer failed and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.